Manufacturer narrative:
This event was determined to be supplemental information and investigation findings will be submitted under MFR. Report # 2916596-2024-06794.

Event description:
The patient underwent a routine transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted on (B)(6) 2024.